Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device showed that when a cassette was attached the device gave an incorrect "no disposable attached" message. The downstream occlusion sensor/cassette detector was replaced to address this issue. The cause of this component problem was not definitely established.

Event description:
It was reported the device gave a "double beep" alarm with no cassette attached. No known adverse effects to patient.